Manufacturer narrative:
H.6: the returned lens had evidence of customer handling no apparent defects were noted on the lens. Lens is dimensionally acceptable. This report was mailed into FDA on: 10/06/1998.

Event description:
Surgeon reports lens was replaced due to a dislocation caused by an unstable capsular bag. This was not a lens-related event per the rptr.